Manufacturer narrative:
B5: corrected information: the lens was repositioned on (B)(6) 2021, not on (B)(6) 2021 as previously reported. Additional information: the lens rotated again after repositioning and so it was replaced with a non-toric lens. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.0/+4.0/096 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was repositioned due to lens rotation. On (B)(6) 2021 the lens was exchanged with a same sized different model lens and the problem was resolved. The cause of the event is reported as unknown.